Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 671mg/dl. The customer reported having symptoms of , the customer was/not wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous drip and fluids. It was also mentioned that the customer received a no delivery alarm. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.